Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter with no other devices. There was blood in the wire lumen. The balloon was loosely folded. The balloon was inflated and deflated during analysis and there was no damage or irregularities identified. The shaft was buckled 10mm from the proximal weld. The inner diameter of the wire lumen was measured at both ends. Functional testing was completed by advancing a kinetix plus guidewire as the guidewire from the clinical event was not returned. The guidewire could not advance through the buckled location of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery utilizing ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a 0.014x175cm non bsc guide wire crossed the lesion, pre-dilatation was performed using a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter. A 6x100 non bsc stent was then deployed and the balloon catheter was inserted again, but the device came into contact with the guide wire. The device was exchanged to another of the same device and the procedure was completed without issue. No patient complications were reported and the patient¿s status was good.